Manufacturer narrative:
Concomitant medical products: fr995-29, tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for low left ventricular (lv) lead impedance. The lv lead remains in use. The patient was informed to present to the healthcare facility for evaluation. No patient complications have been reported as a result of this event.